Event description:
It was reported that the patient had significant mitral regurgitation. The right ventricular (rv) lead had a micro-dislodgement within two days of implant. The rv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, and there was apparent explant damage.